Manufacturer narrative:
Patient age not available from the site. Device lot number and UDI is unavailable. No parts were returned to the manufacturer for analysis because no parts were replaced. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that there was difficulty tracking the straight suction. The straight suction could not be tracked, red status, when the non-medtronic arthroscope is introduced into the tracking volume. The geometry error increased over 3.5mm. The other instrumentation tracked without issue. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.